Event description:
It was reported that an ilet user experienced a cgm pairing/connection issue after starting a new freestyle libre 3 sensor, with the ilet displaying prompts to connect the cgm or enter bg and the cgm showing inconsistent sensor life before stabilization; the event was resolved after device restart and sensor rescan, and bg values during the incident were as high as 234 mg/dl with approximately one hour above range and then 199 mg/dl once connected. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance and no medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful reconnection of the cgm and normal operation thereafter. It was concluded that the event was due to a transient pairing failure that resolved with restart and did not result in clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.